Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: artisan lead 50 cm, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 17656567.

Event description:
It was reported that the patient was experiencing inadequate stimulation and not able to tolerate the stim. It was also noted that after reprogramming the patient felt a bees stinging in the back. The patient underwent an explant procedure. All device components were not returned. No further information has been obtained despite good faith efforts.